Event description:
It was reported that during a da vinci surgical procedure, the cable on the pk dissecting forceps instrument was noted to be broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Visual inspection under magnification did not observe any broken, frayed, or loose cables at the tip. Failure analysis investigation did, however, find that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were approximately .062 - .210 in length and not axially aligned with the tube. It was concluded that the damages found to the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions, if to recur could cause or contribute to an adverse event.